Manufacturer narrative:
The event device has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: esophagectomy. Event description: during an esophagectomy they used these 2 trocars and they found a little peace of rubber in the thorax. The collected the peace of rubber. The customer wants to know if this peace of rubber came from the seals of 1 of the trocars or was a piece of residual rubber from production. There where no patient injuries or complications. Additional info received by phone on december 11 from the tm when taking the complaint that it is not known if the piece of rubber is from one of the trocars. Type of intervention: n/a. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.